Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic. Testing conveyed steadily increasing left ventricular capture thresholds on their left ventricular lead. On (B)(6) 2018, the patient returned to the hospital for a scheduled left ventricular lead revision. Prior to the procedure, the patient experienced worsened heart failure symptoms of fatigue and shortness of breath. It was unknown if this was a result of left ventricular lead migration or poor compliance with prescribed medications. Fluoroscopy confirmed left ventricular lead dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure and would continue to be monitored.